Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported that the death was identified as cardiac in nature. It was unknown if an autopsy was performed; however, it was indicated that the valve was not explanted.

Event description:
It was reported approximately six years, eleven months following a transcatheter aortic bioprosthetic valve replacement procedure, at the routine seven-year post-operative follow-up appointment, an echocardiogram was performed. A gradient of 15.1mm hg was identified which was an increase from 10mm hg identified at the five-year follow-up appointment. Computed tomography was performed and hypo-attenuated leaflet thickening (halt) on the right leaflet was measured as 25-50%. This percentage was in reference to how much the right leaflet had thickened. Additionally, reduced leaflet motion also occurred as result of the halt. There were no reported symptoms, impacts, or complications for the patient. The administration of an anticoagulant was to start and follow-up with a repeat transthoracic echocardiogram (tte) in three months was planned. Additional information was reported that approximately seven years and two months following the implant of the valve, the patient died. The cause of death was not reported. Per the physician, it was unknown if the death was related to the valve. Additional information was reported that the death was identified as cardiac in nature. It was unknown if an autopsy was performed; however, it was indicated that the valve was not explanted. Additional information was reported that the death certificate indicated the death was non-cardiac in nature and the cause was metastatic b cell lymphoma. The valve had a mean gradient of 12 mm hg and no aortic insufficiency. Per the physician, the death was not related to the valve.

Manufacturer narrative:
Corrected data: h1 - the event is no longer reportable for death. Updated data: b5 - added a fourth paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately six years, eleven months following a transcatheter aortic bioprosthetic valve replacement procedure, at the routine seven-year post-operative follow-up appointment, an echocardiogram was performed. A gradient of 15.1 millimeters of mercury (mm hg) was identified which was an increase from 10 mmhg identified at the five-year follow-up appointment. A computed tomography was performed and hypo-attenuated leaflet thickening (halt) on the right leaflet was measured as 25-50%. This percentage was in reference to how much the right leaflet had thickened. Additionally, reduced leaflet motion also occurred as result of the halt. There were no reported symptoms, impacts, or complications for the patient. The administration of an anticoagulant was to start and follow-up with a repeat transthoracic echocardiogram (tte) in 3 months was planned.

Event description:
Additional information was reported that approximately 7 years and 2 months following the implant of the valve, the patient died. The cause of death was not reported. Per the physician, it was unknown if the death was related to the valve.

Manufacturer narrative:
Updated data: b1 b2 - death/date of death b5 h1 - death h6 -annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.